Event description:
Patient reported obtaining back-to-back blood glucose results of 139 mg/dl, 215 mg/dl, 315 mg/dl, and 209 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Patient stated that, a few weeks earlier, a level-two control test was performed on suspect device and result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.